Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, the device has completely broken apart (stent fracture with device separation) and sac growth of 10cm was identified. The patient was reported as doing well and an re-intervention has been scheduled. Additional information: the physician completed a successful re-intervention and re-lined the existing grafts with the ovation ix abdominal stent graft system. Patient is doing very well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the stent fracture with device separation and sac growth based on the medical records and imaging available to review. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was reported to be well post secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event/product problem has been updated b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, the device has completely broken apart (stent fracture with device separation) and sac growth of 10cm was identified. The patient was reported as doing well and an re-intervention has been scheduled.